Manufacturer narrative:
(B)(4). Device evaluation: one filled sample was received by baxter for evaluation containing no fluid in the reservoir. Upon receipt, traces of fluid were noted in the bag that enclosed the sample which suggested leak must have occurred. A leak test was subsequently performed on the sample by refilling it with green water. During the leak test, the sample was allowed to completely prime and then the blue winged cap was securely fastened to the luer body. Approximately forty minutes after being filled, leak was detected at the connection of the blue winged cap and the luer body. No other source of leak was found on the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of this condition is due to a material build up in the core pins on the internal diameter of the winged luer cap causing the surface to become rough. Improvements have been made to the core pins for the blue winged luer cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a single use device and will not be repaired.

Event description:
It was reported to baxter (B)(4) that one (1) half day infusor device was observed leaking. This was observed after filling the device with deferrioxamine 2g in 50ml of water for irrigation. There was no patient involvement. No additional information is available.